Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded

Event description:
Patient reported she was taken to the hospital by ambulance due to elevated blood glucose level; was vomiting and had high ketones. Patient stated her blood glucose reading was 700 mg/dl at the hospital; was treated with insulin IV and placed in ICU overnight and then released the next day. Patient stated her cannula was bent because she inserted it improperly. Infusion set cannulas have been discarded. Requested return of the alleged infusion set for evaluation.